Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "...v449g gs-14 was added to their packaging, whereas the previous version did not include gs-14." Please confirm: is the issue regarding missing information regarding the needle type (gs-14) or is the needle missing from the packaging? If other, please provide additional details. Are there any photos available for visual analysis? Can you identify the lot number or the product used? Please provide the source or name and title of external person providing answers to follow-up the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, the customer reported that v449g gs-14 was added to their packaging, whereas the previous version did not include gs-14. There were no adverse consequences reported. Device is unknown for return. No adverse patient consequences were reported. Additional information was requested.